Event description:
Customer reported receiving inaccurate readings from the sensor. Customer stated that sensor glucose readings and blood glucose readings can range from 30 to 50 points off from one another. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.